Event description:
It was reported that the disposable sensor is broken off. No additional information

Event description:
Additional information was received which stated no patient involvement.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a cracked tank cover, wear and tear damaged enclosure and front cover, an outdated printed circuit board (pcb) and power switch. Functional testing found the device alarmed immediately. The root cause of the reported issue was found to be customer damage - bent microswitch. No action taken due to the age and condition of the device. It was deemed beyond economical repair and will be scrapped.